Event description:
It was reported that the patient presented during clinical follow-up. Interrogation noted that the atrial lead had dislodged. The reported lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned in one piece for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.